Event description:
The customer reported that the motion detector is not triggering the pager when tested. There is a 35 second delay, pager will alarm once then no alarm. No pt injury was reported.

Manufacturer narrative:
Eval results - eval of the product shows that the alarm would not power on.